Manufacturer narrative:
Section b3: the day of the event us unknown. Event date is estimated as january of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment. Ebi will continue to monitor for trends. Related manufacturer's report: 0002242816-2026-00013.

Event description:
It was reported that the patient experienced skin irritation when using the 63b electrodes. The patient described the irritation as red bumps with pain. The pain level was rated a 7 out of 10. The patient stated that the doctor advised to discontinue use of the device as she experienced skin irritation with both types of electrodes. The patient stated that her skin is sensitive and reacts poorly to all adhesives. No further information was provided.